Event description:
It was reported that an erbe system: argon plasma coagulator (apc) model apc 2 with an electrosurgical generator, model vio 300d (part number 10140-100, serial number (B)(4)) was used to treat an arteriovenus malformation (avm) in the right colon. The reported settings were apc pulsed, effect 2 at 20 watts with a 0.8 liters per minute flowrate (note: settings were not confirmed). The pt was readmitted due to pain and a possible perforation. He was being cared for in ICU and was okay.

Manufacturer narrative:
The apc/esu system was evaluated. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on each device. In addition, no anomalies were found in the device history records (dhrs) for the involved equipment. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The complication is typical for the procedure, it appears that upon argon plasma treatment in a thin walled area (ie the right colon), the remaining wall was not sufficient to remain in tact. Nonetheless, no conclusive determination could be made as to the cause of the incident. Involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed with the medical staff at the hospital on (B)(6) 2012. Erbe (B)(4) is now closing the file on this event.